Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: no product returned and without the actual complaint device the exact reason for the difficulties in advancing the peel-away sheath over the filter cannot be determined, nor can it be explained, how the peel-away sheath could be torn by the filter after being pulled. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: since the physician felt resistance when advancing the peel-away sheath over the filter during preparation, he pulled the peel-away sheath. Then, the peel-away sheath was torn by the filter. Medication was selected instead of filter placement. There have been no adverse effects to the patient reported. Patient outcome: unknown.